Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an ent procedure, the evac wand head had an electric spark when used. The procedure was completed with a back-up device. It is unknown if there was a delay. No further complications were reported.

Event description:
It was reported that, during an ent procedure, the evac wand head had an electric spark when used. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (7,3). The wand was able to generate plasma and coagulation. Normal plasma generation was observed during testing. No electrical sparks. A review of the customer provided images shows two images with the wand in open packaging and the other image is inside a patient showing electrical sparking. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed but the root cause could not be established. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. H6: health effect - impact code.